Event description:
It was reported that at the boot-up phase, the programmer screen looked like "wallpaper." Rebooting did not resolve the issue. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 programmer rf (radio-frequency) head, product ID 2290 pacing system analyzer. (B)(4).